Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer¿s microcatheter, the scrub technologist experienced resistance; therefore, the ruby coil was re-sheathed. After flushing the microcatheter, a second attempt was made to advance the same ruby coil through the microcatheter; however, the ruby coil would not advance out of its introducer and into the microcatheter. Therefore, the ruby coil was set aside and the procedure was completed using a new ruby coil and the same microcatheter. Additionally, the scrub technologist believes that the ruby coil may have been pulled with too much force. There was no report of an adverse effect to the patient.